Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The infusion set was in use for one day. The blood glucose level was high. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011997, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011997 was manufactured according to the work instruction (wi) version 82 assembled in the quickset line m12 on 08-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: assembly of the lot 5c00040 was manufactured according to the work instruction (wi) version 29, assembled in the quickset line, on 08-mar-2025, with a total of (B)(4) units. The sub-assembly: assembly of the lot 5c00039 was manufactured according to the wi version 29, assembled in the quickset line, on 08-mar-2025, with a total of 29,200 units. The sub-assembly: gluing of tubing of the lot 5b04990 was manufactured according to the wi version 42 and manufactured in the line l4-l8, on 02-mar-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5b04423 was manufactured according to the wi version 42 and manufactured in the line l8, on 21-feb-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5b04988 was manufactured according to the wi version 42 and manufactured in the line l4-l8, on 07-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.